Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue could not be confirmed in system log review. However, when tested on the system, the erbe displayed u-02 at startup and remained stuck on the intuitive splash screen. The u-02 condition prevented access to the erbe logs. Upon visual inspection, slight yellowing/discoloration was observed on the bezel. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u-02 is attributed to either a loose cable connection or a faulty cable on the syscheckmaster.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the erbe had an u 02 error. Site disconnected all connections on the generator and restarted and the error was cleared for now. Caller was informed the error could return and advised the other systems at the account are running the same software so a vision tower would be changeable or they could use a force triad if they have the energy activation cable. Caller mentioned all of the other systems are upstairs. The procedure was continued as planned with no reported injury.